Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical component problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no image. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Updated fields: h2, and h11. Corrected fields: h6, and h11. The following reportable malfunction was identified during the device evaluation: the specified resolving power is not obtained. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it as due to a damage on the charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.